Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave inconsistent low readings (80's). It was reported that they swapped with a known good sensor that provided proper readings (90's). The customer stated that the there was patient involvement, but no harm.